Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to corroded keypad traces. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a scratched screen. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.